Manufacturer narrative:
(B)(4). Suspect device was serviced by a certified carefusion 3rd party service technician, therefore the suspect device was not received in house. Conclusion: the 3rd party service technician replaced the oxygen blender to correct the reported issue.

Event description:
The customer reported that the oxygen blender is reading low. The customer reported no patient involvement with the reported issue.